Event description:
It was reported that patient started having a driveline power fault alarm around 11pm while lying in bed with the device on wall power. Log files confirmed driveline power b faults on (B)(6) 2024. The alarm was cleared and further log files showed that the driveline power fault the alarm did not return. The system controller and modular cable were changed out and the driveline connected to patient was cleaned out. There were no obvious signs of corrosion. The log file from the new controller and modular cable confirmed the driveline power fault had not returned. No further alarms were noted.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section d1: corrected. Section d4, catalog number, primary UDI number: corrected. Manufacturer's investigation conclusion: the reported event of driveline power fault alarm was confirmed via log file analysis. The returned system controller (serial # (B)(6)) passed the functional test procedure, confirming that all visual and audible alarms activated when they were induced. The device operated on a mock circulatory loop without any notable event captured in the history event screen. Of note, the returned system controller was operated together with the returned modular cable (lot # 9016696) and the reported alarm could not be reproduced. Analysis of the log files captured driveline power fault alarm events that became active on 01apr2024 at 22:05:53 relating to the power b fault code. The system controller's ability to operate the pump at the set speed was unaffected during the alarm events. The reported alarm cleared on 02apr2024 at 8:54:02. The driveline was physically disconnected on 02apr2024 at 12:07:37 from the first system controller and connected to the second system controller at 12:08:43. The system recovered to the set speed of 5,800 rpm shortly after. The reported alarm was not captured in the log file of the second system controller. These events appear consistent with the reported equipment exchange. A root cause of the driveline power fault alarm captured in the log file could not be determined through this evaluation. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. Heartmate 3 patient handbook rev d, cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5, ¿alarms and troubleshooting¿ all alarm conditions are addressed. This includes system controller fault alarms indicating to ¿call your hospital contact as soon as possible for diagnosis and instructions.¿ under section 2, ¿the system controller self test¿, the system controller self test is loud and bright. All of the lights, symbols, and sounds come on and ¿self test¿ appears on the screen. Also under ¿how your heart pump works¿, covers replacing the running system controller with a backup controller. Also, important warning information associated with the system controller exchange. Warns users ¿failure to connect to a running system controller may result in serious injury or death.¿ cautions users to ¿do not attempt to change your system controller without having a trained, competent caregiver at your side to assist. Follow all alarm instructions, including calling the hospital.¿ heartmate 3 instructions for use rev c, under section f, safety checklists, replace any equipment or system component that appears damaged or worn. No further information was provided. The manufacturer is closing the file on this event.